Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 7 mm x 10 cm balloon. Unraveled circumferential fibers were identified 1.4 cm from the distal tip. The balloon appeared to have been previously inflated. No anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was then inflated with water using an in-house inflation device. The balloon was inflated to nominal, and then deflated. The same test was performed twice more, yielding the same results. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the sample was returned. Based on the returned sample condition, the investigation is confirmed for unraveled fibers. The balloon was inflated within a stent and in a severely calcified lesion, so there may have been an interaction between the stent and balloon which contributed to the unraveled fibers. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Balloon reinsertion: precaution: prior to re-insertion through the introducer sheath, the balloon should be wiped clean with gauze, rinsed with sterile normal saline, and refolded with the balloon re-wrap tool. Balloon re-wrapping should only occur while the balloon catheter is supported with a guidewire or stylet. Advance the balloon catheter over the pre-positioned guidewire to the introduction site and through the introducer sheath. If resistance is encountered, replace the previously used balloon catheter with a new balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post procedure and upon removal from the introducer sheath, the pta balloon fibers were allegedly found to be unraveled. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post procedure and upon removal from the introducer sheath, the pta balloon fibers were allegedly found to be unraveled. There was no reported patient injury.